Event description:
This pt was in a car accident where the air bag hit the device, which caused the device to migrate. The skin started to thin over the pocket, so the system was explanted due to erosion.